Event description:
It was reported that the ilet device¿s screen was cracked after being accidentally rolled over, and a replacement unit was arranged while the original was being returned. Symptoms included no reported adverse health effects. Outcomes included no impact on health or need for medical intervention. Investigation included coordination for device replacement and return for assessment. Investigation of this device revealed physical damage to the device¿s display consistent with external mechanical stress, with no indication of functional malfunction beyond the cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device design or manufacturing.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.